Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a motor error on the insulin pump. Customer's blood glucose was 600 mg/dl. Customer treated with an injection. Caller stated that the customer had the alarm while at school as well as no delivery alarms. Caller stated that the motor error occurred during a bolus. Caller stated that they are able to rewind the pump. Customer does not use the sensor feature. The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.